Manufacturer narrative:
Analysis of programming history.

Event description:
A review of the patient's programming history indicates that a faulted system diagnostic test was performed on the implant date. Immediately after, the patient's settings were programmed to those indicative of a faulted test. Although an interrogation was not performed after the test, it is likely these settings were caused by diagnostics. The patient's settings were not corrected on this day.